Event description:
Smell of burning from the unit was reported. Additional info was requested and on (B)(4) 2014 the following was provided by the customer: the device was in use on a pt at the time in itu. Upon discovering the smell, the device was exchanged for another unit. There were no adverse effects to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.